Event description:
It was reported to philips that the wi-fi led illuminated red on the wireless foot switch. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and identified that the wi-fi indicator on the footswitch was red, indication on base station led was normal and the battery indicator was green. Upon troubleshooting actions, fse found that the probable cause of the failure was wireless foot switch board. The defective footswitch was returned to philips for further analysis. The analysis confirmed that the cause of the wireless footswitch was defective charger because of depleted battery. Fse replaced the wireless footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.